Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned device revealed that due to dislodgement, the relevant stent was not returned for analysis. Solidified contrast media was present inside the inflation lumen of the device. Due to the presence of the contrast media it was not possible to insert the recommended sized guidewire through the lumen of the device. The balloon section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that the stent dislodged from the balloon of a 4.0x16mm taxus liberte stent during a drug-eluting stenting procedure, and "is now placed in the ytube." The dislodgement occurred outside the patient. The procedure was completed with another 4.0x16mm taxus liberte stent. Patient status is reported as "no patient complications." Additional information was requested, but not obtained.